Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The customer has verified no leaks with the test equipment. The product support engineer reviewed the pneumatic schematic and discussed troubleshooting to find out where the leak is over the phone with the customer. The customer was not with the ventilator at the time he called for assistance. The customer was advised to call back if further assistance is required. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator was failing system leak test. The ventilator was not in use on a patient at the time of the event occurred.